Event description:
Was reported that during a ptca treatment procedure, an express2 stent was used to treat a type a dissection. Two lesions in the left anterior descending (lad) coronary artery were treated during this procedure: a 60-65% stenotic lesion in the proximal lad, and a 60-70% stenotic lesion in the mid lad. It is noted that the lad was a small-caliber vessel with diffuse disease. The physician used a 6 fr -4 guide catheter and a bmw guide wire and the lesions were easily crossed. A 2.5 x 20 mm crossail balloon was advanced to the lesion in the proximal lad and inflated to 8 atms for 30 seconds. Angiography then revealed a type a dissection, and it was decided to stent the lesion to treat the dissection. The crossail balloon was removed and a 2.5 x 12 mm express2 stent was easily advanced to cover the dissection, and was deployed at 11 atms for 40 seconds. Angiography was performed and revealed a completely resolved dissection and 0% residual stenosis in the site of the proximal lad lesion. A 2.0 x 15 mm crossail balloon was then advanced to the lesion in the mid lad and inflated three times to unknown pressure for 30 seconds each time. Angiography following this showed frank perforation in the mid lad. The pt complained of chest pain during this event and was hypertensive. A 2.5 x 40 mm crossail balloon was advanced across the perforation and inflated to six atms for five minutes. When the balloon was deflated, there remained persistent extravasation of contrast. The balloon was reinflated and left in place. The pt was taken emergently to the operating room for coronary artery bypass graft surgery and exploration. Following this surgery, the pt has suffered numerous unspecified complications requiring significant remedial surgery to correct the complication.'